Event description:
It was reported that a pt underwent a hysterectomy surgical procedure (B) (6) 2010. During the procedure, while the surgeon was suturing the stump, the tip of needle broke. The needle piece was removed from the pt and the suturing was completed with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection, under a light-microscope, of the broken needle and the retrieved needle point was performed. Several heavy marks of instrument were found in this area and directly at the breaking point which indicates that the needle was handled there. Grasping in the point area could impair the penetration and cause fracture of the needle. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.